Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the daughter of the patient reported that the patient had a loss of stimulation as of an unknown date. It was stated that the patient is experiencing a battery issue and it is malfunctioning. The daughter of the patient mentioned something about "holding something over the device" and seeing "e0 or something like that." It was confirmed by the hcp that the patient's symptom management is also not what it was. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.